Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl and a high ketone level. Reportedly, the customer was using fiasp for insulin therapy. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin. No information was provided regarding the release date; however, customer indicated the issue was resolved and no permanent damage was sustained.

Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.